Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving high voltage therapy for ventricular fibrillation episodes. During device check, capacitor charge time limit was reached. No intervention was performed at the patient's request and was sent home.